Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user_s rehabilitation progress is not meeting expectations. The user was re-implanted on (B)(6) 2024. Reportedly, the reason for explantation was pain, which was present when the device was used, even with low qu levels.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or malfunction, which is expected to have bee present whilst implanted. Mechanical damages found are attributable to the removal surgery. This goes in line with the recipient report, as the device was explanted due to pain, which is a known undesired side effect of cochlear implant surgery. Poor hearing outcomes were also reported. According to the limited information received, the recipient was deemed an appropriate candidate for the ci, and the electrode was confirmed to be in the cochlea. This is a final report.

Event description:
The user_s rehabilitation progress is not meeting expectations. The user was re-implanted on (B)(6) 2024. Reportedly, the reason for explantation was pain, which was present when the device was used, even with low qu levels.